Manufacturer narrative:
Sticking jaw/cam. Eval summary: the analysis results found that the device was rec'd non-functional. The instrument was cycled, fed and formed the clips properly. However, the instrument was noted to have sticking issues. Additionally the instrument locked out, as intended but the orange indicator did not show up. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
It was reported that during an abdominal procedure, the device was returned to materials with a note that it would not work. There were no adverse consequences to the pt.